Event description:
It was reported that during a pump refill appointment, a motor stall was recorded on (B)(6) 2012, and a message of 'stopped pump period exceed tube set' message was recorded on (B)(6) 2012. The patient denied hearing any alarm, any withdrawal symptoms, or any change in analgesia. The pump was set to minimum flow, the pump was refilled, and the anticipated reservoir volumes were approximately what were expected. The pump was reinterrogated and a motor stall recovery was then recorded in the event logs. The patient had a magnetic resonance imaging (MRI) study about one month prior to the date of the report. The pump system was being used to deliver hydromorphone, clonidine, and baclofen.

Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).